Event description:
It was reported that there was a pump failure. In (B)(6), the patient had fallen three times, once sideways out of a wheelchair, a second time frontwards out of a wheelchair, and a third time during a transfer into bed; the third fall was onto the pump. Additionally, it was noted that the patient¿s pain control was ¿ok,¿ but was never 100%. The patient felt some increase in pain levels in early november. Increased pain was noted at the last refill on (B)(6) 2014, (also reported as ¿everything was ok¿); there were no alarms at that point. Subsequently, the patient first noted an alarm on (B)(6) 2014; there was a critical motor stall alarm. The motor stall had not recovered in the subsequent 6 days; it was unknown as to whether or not more than one motor stall was noted in the event logs. The cause of the motor stall was unknown. Battery depletion was reported, and was noted as ¿unknown.¿ diagnostic testing and troubleshooting included a log check, which showed a motor stall. Options were discussed with the hcp (healthcare provider). As a result of the event, the following medical interventions were required: the patient¿s ¿rx¿ (prescription) was adjusted, their pump was aspirated and filled with saline, and replacement was scheduled. The pump remained implanted at that time, but was ¿out of service.¿ symptoms or complications associated with the event included pain, which was located at the device pocket. The patient¿s medical history and concomitant medications were unknown, and their status was reported as ¿alive ¿ no injury.¿ on (B)(6) 2014, the pump was explanted. The pump was being used to deliver hydromorphone 10 mg/ml at 7 mg/day, but had previously been used to deliver a variety of different ¿rx.¿ following replacement, the new pump was programmed to run at 3.5 mg/day. The outcome was not reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The pump was received, but analysis had not yet begun. A supplemental report will be filed when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion, and/or lubrication; pump/motor/gear train anomaly/stall due to shaft-bearing; and pump/motor/gear train anomaly/stall due to gear pinion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.